Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the likely cause of the reported event is due to water invading the scope connector during user handling of the subject device. It caused abnormality in electronic components and the suggested event occurred. However, the root cause of the reported event is unable to be determined. The event can be detected by following the instructions for use (IFU) inspection of the endoscopic image. The event can be prevented by following the instructions for use (IFU) which state: when attaching the connector cap of the leakage tester (mb-155) to the venting connector of the endoscope, make sure that both the connector cap and the venting connector are thoroughly dry. Water on the surface of either component may enter the endoscope and could cause endoscope damage. Do not attach/detach the leakage tester while the endoscope is immersed. Attaching/detaching under water could allow the water to enter the endoscope, resulting in endoscope damage. If additional information becomes available, this report will be supplemented accordingly. Olympus will continue to monitor field performance for this device.

Event description:
An olympus representative reported on behalf of the customer that the evis exera iii bronchofibervideoscope displayed a scope communication error message. The malfunction was found while preparing for use. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
The device was returned to an olympus repair facility, and an evaluation of the device was performed. During evaluation, the customer's initial report (scope communication error) was confirmed. It was observed the device displayed a b30 error code (scope communication error) which resulted in no image. After aeration the image was dark and blurry. Additionally, olympus noted lifting and scratches on the bending section cover, wet control body and wet scope connector. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation, or if any additional information is provided by the user facility.